Manufacturer narrative:
The event did not cause any injury to the patient. The procedure time was extended to allow for the tissue to be retrieved from the body cavity by a second unit. Anchor's investigation has determined the root cause of the product defect. Evaluation of returned device confirmed product defect. An improvement corrective action plan has been defined and is being implemented for the supplier's process and component. Improved acceptance testing is currently being qualified.

Event description:
The tissue retrieval bag failed at the seam while removing prostate from abdominal incision. Another product was used to complete the procedure.